Manufacturer narrative:
E1 - facility name: (B)(6). E1 - address: (B)(6). E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the high flow insufflation unit had the pressure displayed on the pneumoperitoneum and felt like it deviated from the actual pressure. This issue was found during service and maintenance. There were no reports of patient harm.